Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for analysis and no anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 16mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 10f amplatzer trevisio intravascular delivery system. During implant the left atrial disc took on a cobra shape. The device was removed from the patient and replaced with a new 18mm amplatzer septal occluder using the same delivery system. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays during the procedure. There were no adverse effects to the patient. The patient status was stable.